Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard/davol ventralight st mesh (device #2). An additional supplemental emdr represents the bard/davol mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the large hernia sac was dissected from the surrounding tissues and excised. The omentum was divided, ligated and sutured. The fascial defect was cleared and placed with ventralex mesh (device #1) and sutured and tacked. (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with removal of ventralex (device #1) and ventralight st mesh (device #2) and implant of biological mesh. Per operative notes, ¿the hernia sacs were opened and intra-abdominal adhesions were sharply dissected down. Two pieces of mesh ventralex (device #1) and ventralight st mesh (device #2) were removed and placed with biological mesh. Attorney alleges that patient had abscesses, mesh shrinkage, infections, mesh migrations, pain and recurrence.